Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Quote for replacement vertek arm ii provided to site.

Event description:
A medtronic representative reported the vertek arm on the stealthstation treon guidance system will not lock down. Requested quote for replacement part. There was no patient present.